Event description:
Healthcare professional reported a case of lymphoma. There is limited info available for this case after the initial investigation was completed. It is unlikely additional info will be obtained.

Manufacturer narrative:
Medwatch submitted: (B)(4) 2013. Device labeling addresses irritation/inflammation as: the signs of acute infection include erythema, tenderness, fluid accumulation, pain and fever. Pts should be advised to contact a physician immediately for diagnosis and treatment for any of these symptoms. Device labeling reviewed: there were no reported events of lymphoma/alcl for pts in the (B)(4) study included in the labeling for saline breast implants.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).